Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient was unhappy vision with lens. Clinical reason being mentioned as mechanical complication with iol (intraocular lens). The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) following the secondary implant procedure. Additional information has been requested.